Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 58/52 r on the left side on (B)(6) 2007. The pt underwent revision surgery on (B)(6) 2013 due to pain. During revision, the surgeon also diagnosed loosening and fluid collection.

Manufacturer narrative:
The MFR did not received devices or x-rays for review. Other source documents (surgical report) was provided. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for eval and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).